Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (m-02-3/1-71 errors on start. Instruments bipolar/monopolar not detected) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar was not working. The customer was able to use the vessel sealer (vs) instrument on the e-100 generator to complete case. The bipolar ports showed a red question mark. The procedure was completed with no reported injury.